Event description:
Customer had a pod which he did not think was delivering insulin correctly. He put the pod on at 7:15 am, and said his bg rose to "above 500" by the evening, so he removed the pod. After he removed it, he told it to deliver a bolus while he was looking at the cannula, and he said he saw nothing come out the end of the cannula. He mentioned that the pod was difficult to fill and made a "clicking noise" when he tried to put the insulin in. He said, he did not see "anything out of the ordinary" with his site or with the cannula when he removed the pod. He was able to activate a new pod successfully. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.